Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that the insulin pump was under delivering. The customer blood glucose level was 361 mg/dl at the time of incident and the current blood glucose level was 340 mg/dl. Customer stated that last night the blood glucose was 150 mg/dl and after his meal and went up to 360 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleges that the insulin pump was under delivering because the they had multiple issues with high blood glucose since last night. Customer stated high pressure test was passed. The device will not be returned for analysis.